Event description:
Customer reported the insulin pump kept alarming no delivery and it tends to occur a least once or twice a week. Customer stated he usually was able to clear the alarm and continued to use the device. Other times he has to do a complete set change. Customer stated the device alarmed once when he tried to bolus for 80 to 110 carbohydrates. Customer's blood glucose was unknown. Unable to perform troubleshooting since issue was a past event that was resolved with a set change. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.